Event description:
This international dealer reported in an e-mail message that an injury occurred on this unit approximately six months ago. This dealer provided this follow-up info when requested: source was having difficulty maintaining a patient's fl02 (oxygen) level. This patient's oxygen saturation level was 70mmhg with an oxygen setting of 70%. This unit was removed from service. After being placed on another ventilator, the patient's oxygen saturation level increased to 160mmhg. This dealer could not provide the serial number of this unit.